Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the potential driveline infection could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. Additionally, suspected thrombus could not be confirmed as no images were submitted and the patient remains ongoing on (B)(6). The submitted log file was reviewed and found that the pump operated as intended at the set speed. There were no notable events or alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection, hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site, as well as information regarding how to prevent and control infection. Additionally, section 6 outlines indications of pump thrombosis, as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 3 ¿powering the system¿ of the IFU and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate ii lvas patient handbook, rev. C, is also currently available. This document contains several sections with information on how to prevent and control infection, as well as information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were submitted concerning for thrombus. The patient was admitted for a driveline infection and found to have an elevated lactate dehydrogenase (ldh). The log file review did not contain attributes to suspect the presence of thrombus.

Manufacturer narrative:
Related MFR numbers: treatment for thrombus in (B)(6) 2022 was reported under MFR# 2916596-2023-02536. Previous thrombus on (B)(6)2019 was reported under MFR# 2916596-2019-00239. Previous driveline infection on (B)(6)2019 was reported under MFR# 2916596-2019-00361. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.